Event description:
Dr was using thunderbeat handpiece (35 cm long) to resect liver. The generator alarmed numerous times stating ultrasonic error, suggesting to replace handpiece. Handpiece was replaced and surgery continued. No harm to patient. Biomed was contacted and handpiece was placed in decontamination.